Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Following information was provided: 1) details regarding the impact to the patient? No discernible impact a) did the patient have any pre-existing conditions hypertension or were the health effects (arrhythmia, atrial fibrillation) listed as a result of the event? No. 2) what medical interventions needed to be performed as a result of this event? None (change of IV site and set up). 3) were other infusion lines connected at this infusion site? No, but there was a secondary line connected and the med has completed being administered. 4) the reported event seems to imply that they IV line and container potentially ran dry, but it is unclear. Primary bag of fluids was not dry. This is further supported by the indication that hardening of the IV site had occurred. What was the intended infusion and volume to be delivered and was the pump operating in kvo mode at the time the alarm occurred? The nurse believes the pump was not in kvo mode but cannot be positive. 5) is the product information available for the set and pump involved in this event? The IV lines were discarded during that shift but the pump was removed from circulation. 6) was line disconnected from the patient prior to this event? No it was connected. If so, was the roller clamp on the infusion set closed before disconnecting from the patient? Roller clamp was open - it had been primed and set up properly the nurse is confident because she inspected it when it was found. 7) was the pump sent to the biomedical or engineering for evaluation / technical safety check? Yes - it has been taken out of service since this event. No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available.

Event description:
According to the complainant: patient rang call bell as IV was beeping. Nurse noticed that the line was full of air. Writer disconnected patient from IV and assessed IV site. Site was found to be hardened approx 1 square inch. Writer attached a flush to check for blood return and was unable to get blood return or push fluid into the canula. Writer re-primed the IV line noticing that only air came out until fluid from a newly hung IV bag primed through. IV site discontinued by nurse. Worried that air had entered the vein. Nurse was unsure how air could bypass the pump. Also of note the alarm was for an air bubble alarm.